Event description:
It was reported that capture could not be achieved during implant of atrial lead. High impedance was observed and a fracture was suspected. The lead was removed and replaced.

Manufacturer narrative:
Final analysis found excessive medical adhesive on the ring electrode. This could have contributed to the reported electrical anomalies.